Event description:
Customer experiencing high blood glucose. The current blood glucose reading is 128 mg/dl. Customer reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 548 mg/dl. Customer stated that the blood glucose levels would not go down. Customer was nauseated, irritable, thirsty and frequent urination. Hospital treated with five units of insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.